Event description:
It was reported that during a sub-acromial decompression procedure using a multivac 50 xl icw wand, the wand tip allegedly detached while in the surgical site. The site was flushed; however there were no broken pieces visible. The surgeon is unsure if any debris was left in the pt. There were no significant delays or pt complications reported as a result of this event.